Event description:
It was reported that during preparation for a coronary angiography procedure, a guide wire tip fracture occurred. As the starter guide wire was flushed prior to the start of the procedure, it was noted that the tip was "broken". This event occurred outside of the pt. Another of the same device was used to successfully complete the procedure. The pt's status was reported as "stable".

Manufacturer narrative:
(B)(4).